Manufacturer narrative:
Additional information has been requested. However, at this time there is no further information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) presented to the emergency room after passing out and hitting their head. The device memory indicated there were multiple atrial tachy response (atr) and pacemaker mediated tachycardia (pmt) episodes that corresponded to the date and time of the event. No out of range electrical measurements were observed. The presenting electrogram (egm) indicated the device was operating as programmed.